Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of the transfer set became disconnected from the titanium adapter during peritoneal dialysis therapy. The technical service representative assisted the customer with ending therapy. The patient would have their transfer set and adapter replaced. There was no patient injury or medical intervention reported. No additional information is available.